Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received via the insulet customer service team on or around (B)(6) 2026, the patient indicated that the need to seek medical attention was related to an issue with a dexcom sensor, noting incorrect readings on the omnipod system. No additional details regarding the event were provided. Although follow-up attempts were made to obtain further clarification, no response has been received. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.